Event description:
Additional information was received that review of remote interrogation data revealed no arrhythmia episodes that correlated with the syncopal episode. The cause of syncope was undetermined and the physician will continue monitoring.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and fell. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.